Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. It was noted that the patient had supraventricular tachycardia (svt) and an inappropriate shock was delivered. The rhythm was diagnosed for supraventricular tachycardia (svt) and the device was discriminating well. The morphology was then changed which resulted in ventricular tachycardia (vt) and the therapy was delivered. The shock induced a ventricular arrhythmia. It was stated that the device delivered a number of failed shocks until the maximum charge of 40joules reverted the patient. The patient underwent a defibrillation threshold test (dft) twice and was successful at 30 joules. It was stated that the patient was unwell and sedation was given before the dft test. Programming changes were made to decrease the morphology. The patient was stable.

Manufacturer narrative:
Correction made to reporter name.

Manufacturer narrative:
Correction - (B)(4).